Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product exhibited a possible infection. Additional information received from the field representative that the infection was not confirmed and no wound cultures were taken. The patient was placed on antibiotics. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported. Boston scientific received additional information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.